Event description:
It was reported that (1) device was used during a laparoscopic prostatectomy. It was reported by the affiliate that the 355sd reset button would not set correctly. Another instrument was used to complete the case. There was no consequence to the pt.